Event description:
It was reported that during pretest, the foley catheter had no sterile water withdrawal. Only about 8 ml of water could be drained. 2 ml could not be drained, but after some time it was drained but the product was exchanged.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation of the returned sample noted one opened all-silicone temp sensing foley catheter with sample port connector and syringe, with no obvious observations. Verified material number 119314 and manufacturing lot number ngjs3672. During testing, the catheter balloon inflated using returned syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water). Concentricity of catheter balloon is 80/20. The balloon deflated 10ml methylene blue solution within 01min36sec. This is within specification per inspection procedure (B)(4). Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, the foley catheter had no sterile water withdrawal. Only about 8 ml of water could be drained. 2 ml could not be drained, but after some time it was drained but the product was exchanged. Per investigator's notification received on 18dec2025, it was reported that asymmetrical balloon was found during sample evaluation.